Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained by the clinical representative. This report is being submitted to correct the h6 device code first row. The local area sales representative was contacted for the physician information involved in the patient treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the clinical representative called for assistance to confirm if this implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional as this right atrial (ra) lead was suspected to be fractured. Technical services (ts) discussed that the ICD system was not MRI conditional, however, the decision went under physician discretion. No adverse patient effects were reported related to the off-label use. This ra lead remains in service. Additional information was received, the clinical representative indicated that the magnetic resonance imaging (MRI) was not performed. In addition, the ra lead fracture was confirmed. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for the physician involved in the patient treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the clinical representative called for assistance to confirm if this implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional as this right atrial (ra) lead was suspected to be fractured. Technical services (ts) discussed that the ICD system was not MRI conditional, however, the decision went under physician discretion. No adverse patient effects were reported related to the off-label use. This ra lead remains in service. Additional information was received, the clinical representative indicated that the magnetic resonance imaging (MRI) was not performed. In addition, the ra lead fracture was confirmed. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that the clinical representative called for assistance to confirm if this implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional as this right atrial (ra) lead was suspected to be fractured. Technical services (ts) discussed that the ICD system was not MRI conditional, however, the decision went under physician discretion. No adverse patient effects were reported related to the off-label use. This ra lead remains in service.

Manufacturer narrative:
This report is being submitted to correct the h6 device code first row. The local area sales representative was contacted for the physician information involved in the patient treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the clinical representative called for assistance to confirm if this implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional as this right atrial (ra) lead was suspected to be fractured. Technical services (ts) discussed that the ICD system was not MRI conditional, however, the decision went under physician discretion. No adverse patient effects were reported related to the off-label use. This ra lead remains in service. Additional information was received, the clinical representative indicated that the magnetic resonance imaging (MRI) was not performed. In addition, the ra lead fracture was confirmed. No adverse patient effects were reported. This ra lead remains in service.